Manufacturer narrative:
The mobile power unit is not a single use device. The serial number of the device was not provided, therefore the approximate age of the device, manufacture date and device unique identifier (UDI) are unknown. The device is not expected to be returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient heard an unspecified loud, prolonged alarm when the system controller was connected to the mobile power unit (mpu). The patient reported that the system controller screen was not illuminated, was unclear as to the status of the pump running symbol. The patient was asymptomatic. The system controller was exchanged, and had no additional alarms occurred. The system controller log file reviewed by the manufacturer¿s technical services representative confirmed driveline disconnect events and pump stoppages. It was reported that the patient¿s backup system controller would be utilized during support. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 8.5 months (calculated from the date of manufacture). The report a prolonged alarm when the system controller was connected to the mobile power unit (mpu) was confirmed based on the evaluation of the submitted system controller log file. The data recorded on (B)(6) 2017 at 11:14 pm revealed that the system was supported by the external batteries and the system controller was connected to an mpu. Five minutes later, at 11:19 pm a low battery advisory alarm became active. The next recorded entries indicated that the white and black power cables were briefly disconnected and reconnected followed by a disconnection of the driveline at 11:20 pm. After the driveline was disconnected, the system controller remained connected to the mpu until both power cables were disconnected at 11:22 pm. The pump was briefly connected at 11:28 pm and disconnected. The last recorded entries indicated that the system controller was connected to an external power source and the driveline was briefly connected on (B)(6) 2017 at 10:33 pm. The mpu was not returned for evaluation and remained in use. According to the provided information the patient changed to the backup system controller and had no further issues while the system was supported by either batteries or ac power. The primary system controller remained as a backup device. Although the mpu was not returned for evaluation and a conclusive root cause was not able to be determined, the voltage levels recorded in the log file suggests that prior to exchanging the system controller there was a low voltage alarm associated with the incorrect connection of the power cables to the mpu.